Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that there was moisture visible in the infrared communication port. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings: during a visual inspection of the pump, no visible moisture was seen behind the infrared communication window or in the battery compartment. The battery compartment was found to be cracked and the pump failed a leak test at the battery compartment. The pump cover was removed and no moisture ingress was found. Unrelated to the complaint, evaluation revealed a discolored display screen. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.